Event description:
The device was used during a laparoscopic hernia. Reportedly, the needle broke and the black button broke on the device. No pt injury was reported. Another device was used to finish the procedure.